Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of irregular alarms labeled "fault" on system controller (B)(6) was not confirmed; however, the reported event of irregular low voltage advisories and alarms while connected to both wall and battery power were confirmed via log file analysis. The reported event date (B)(6) 2025 was reviewed in the submitted log files and irregular low voltage alarms were observed intermittently due to reduced power cable voltages. "Charge battery" and "low battery" alarms observed on the system controller lcd are consistent with the messaging provided during low voltage alarms. Provided information from the customer indicates the backup battery was reseated and the white power cable was disconnected from power multiple times in an attempt to troubleshoot the issue. Additional information indicates the controller was exchanged and the issue resolved. The root cause of the reported event could not be determined off the information provided. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), uncluding low voltage alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU (rev. D) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had been having intermittent hazard alarms after having their backup battery (ebb) replaced in (B)(6). They were usually low voltage hazards that had increased in frequency and started happening when on both wall power and batteries. On the morning of (B)(6) 2025, the patient got an error that just said "fault" but did not have any additional information. The controller alarmed so frequently on the way to clinic that the alarm was not seen on the historical list. When the patient was connected to wall power at the clinic, the healthcare provider disconnected the white power lead from battery while the black power lead was still on battery, and the controller immediately alarmed "charge battery". This resolved when plugged into wall power. The alarm was unable to be replicated and did not show on the alarm history. The ebb was reseated, and the white power lead was disconnected/reconnected to wall power multiple times. Prior to the second data download, the healthcare provider was able to recreate the alarm after disconnecting again. It showed "low battery". The alarm was unable to be seen in historical view or when checking the alarm history on the controller. Log files were sent for review. The event log file captured several low voltage advisory and hazard events. It was noted that the relative state of charge (rsoc) voltages on the power leads was low and likely caused the voltage events. It was also noted in the background of the log file that there were unable to charge ebb flags noted meaning that the controller voltage was too low to charge the ebb. The patient would need the controller exchanged if they could tolerate a brief pump stop. The second set of log files showed the same low controller voltages for the rsoc (power lead voltages). Ongoing low voltage advisory and hazard events on wall power were also noted.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.